Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have passed out and was treated by paramedics. Customer had low blood glucose and was treated with an IV. Customer was not taken to the hospital and was advised to eat. Customer was wearing a sensor and insulin pump at the time of incident, but blood glucose levels were not given. At the time of call, customer was fine at home and was going to meet with healthcare professional.